Event description:
The customer reported an issue with the touchscreen of their pump, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite an attempted pump reset, the issue persisted, leading technical support to decide on replacing the pump. In the interim, the customer opted for multiple daily injections (mdi) as backup therapy. Since the pump was out of warranty, a loaner pump was arranged, and the customer provided necessary details to facilitate this, including signing a loaner agreement.